Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sterile water would not go into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sterile water would not go into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water would not go into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sterile water was unable to be injected into the inflation lumen.

Manufacturer narrative:
Received the catheter only. Per the visual inspection, the exterior of the sample was inspected and no evidence of a failure that would support the reported event was found. During the functional evaluation, the sample was tested using a lab syringe. The balloon was inflated with 10cc water using the normal fill technique and the balloon inflated without difficulty in 20sec. The inflation funnel did not balloon out during the inflation. The balloon was then deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty . The inflation funnel did not balloon out during the inflation. The sample was then dissected and nothing was found to contribute to the reported problem. Per the dimensional evaluation, the following results were obtained: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 11/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 9 thou, reinforcement 185 thou, inflation funnel thickness 51 thou, balloon thickness (average) 29thou, inflation lumen coverage 11thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until balloon enters bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon". (B)(4).

Event description:
It was reported that sterile water was unable to be injected into the inflation lumen.